Event description:
The following has been reported by customer: the customer claimed that a few seconds after the infusion started, an alarm was triggered (piston head!). The device was shut down and no longer used, and after that the device was attempted to be turn on (without the patient) but the syringe clamping mechanism (piston) did not work. The syringe cannot be installed. From our information no patient was affected by the reported device. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and data embedded in history log is insufficient to confirm the reported event. The reported device was not received in brézins for investigation because the investigation was conducted locally. According to the provided result of investigation, multiple id22 errors was identified. A syringe has been installed. The device does not recognize the complete installation of the syringe. The device has been disassembled. No traces of liquid contamination or mechanical defects were observed. The reported issue was therefore confirmed, and the root cause was found linked to a defective force sensor (not returned). Replacement of this force sensor is recommended as repair action. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.